Manufacturer narrative:
MFR service was not requested. Check valve. Customer replaced the check valve.

Event description:
The customer reported the ventilator failed short self testing (sst) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. The customer biomed reported the check valve body was torn from the outer ring, which may result in blocked airflow through the gas path of the assembly. The customer biomed replaced the check valve to address the reported problem. Final testing was completed to operating specifications.